Event description:
Patient presented to the ER physician with severe neck pain. ER physician gave the patient pain medication. Patient will be following up with a neurosurgeon for pain management.

Event description:
Patient presented back to the physician with persistent pain. Physician diagnosed the patient with trigeminal neuralgia, an underlying condition that was suspected to have been exacerbated following the inspire implant. Physician brought the patient into the or and removed the entire inspire system.